Event description:
During an inspection, it was discovered that the interlock function, which allows more than one vaporizer to be turned on at one time, malfunctioned. A ge representative reported that the spring on the interlock pins was jammed and would not engage properly to prevent additional vaporizers from being turned on simultaneously. The vaporizer was removed from service for maintenance. No patient involvement was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.